Event description:
A physician has had six occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens in 1999. To date, facility has not received the particular details relating to this specific control number.